Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, openings curved on anterior and weight to spec. A visual and microscopic analysis was performed which identified wear abrasion, non-penetrating nicks, striated openings on anterior. Based on the device analysis the final assessment is: a striated opening on posterior due to surgical damage consistent in the use of some surgical tool. The events of capsular contracture and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: exposure, capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ride side capsular contracture, baker grade IV. Additional report of exposure, seroma, and capsule was noted to be inflamed. Device has been explanted.